Event description:
Intermittent under sensing of atrial events causing false/early termination of device recorded atrial episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).